Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter detached and migrated. The device was removed and the detached struts has not been removed after an attempted but unsuccessful percutaneous removal procedure. The fractured struts were retained in mediastinum, right psoas muscle and in abdominal aorta. The patient experienced abdominal pain and flank pain. The filter strut perforated throughout the aorta causing intraluminal thrombus. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: the device history record (DHR) could not be performed as the lot number is unknown. Investigation summary: the device was not returned. Images were not provided. Medical records were provided and reviewed. Approximately 16 years post deployment, cta revealed that the filter limbs were penetrating the aorta. Following day cta demonstrated that fractured ivc filter terminating into the abdominal aorta. Also, some of the filter limbs were protruding into the retro aortic region, right psoas muscle, and duodenum. Following month, using the endobronchial forceps the filter was removed from the ivc. Completion ivc venogram revealed that three retained metallic fragments overlying in mediastinum, right psoas muscle, and in aorta. Three days followed by, patient had abdominal pain and found to have pe. Four days followed by; patient was scheduled for removal of detached filter limbs. As the filter strut perforated the aorta, it caused an intraluminal thrombus. Followed by, the filter limb in the aorta was removed successfully. Therefore, the investigation is confirmed for filter limb detachment and filter limb perforation. However, the investigation is inconclusive for filter migration. Additionally, it can be confirmed that the patient experienced thrombus above the filter; however, the relationship with the filter is unknown.based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Manufacturer narrative:
Manufacturing review: the device history record (DHR) could not be performed as the lot number is unknown. Investigation summary: the device was not returned. Images were not provided. Medical records were provided and reviewed. Approximately 16 years post deployment, cta revealed that the filter limbs were penetrating the aorta. Following day cta demonstrated that fractured ivc filter terminating into the abdominal aorta. Also, some of the filter limbs were protruding into the retro aortic region, right psoas muscle, and duodenum. Following month, using the endobronchial forceps the filter was removed from the ivc. Completion ivc venogram revealed that three retained metallic fragments overlying in mediastinum, right psoas muscle, and in aorta. Three days followed by, patient had abdominal pain and found to have pe. Four days followed by; patient was scheduled for removal of detached filter limbs. As the filter strut perforated the aorta, it caused an intraluminal thrombus. Followed by, the filter limb in the aorta was removed successfully. Therefore, the investigation is confirmed for filter limb detachment and filter limb perforation. However, the investigation is inconclusive for filter migration. Additionally, it can be confirmed that the patient experienced thrombus above the filter; however, the relationship with the filter is unknown. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter detached and migrated. The device was removed but the removal procedure was not mentioned and the detached struts has not been removed after an attempted but unsuccessful percutaneous removal procedure. The fractured struts were retained in mediastinum, right psoas muscle and in abdominal aorta. The patient experienced abdominal pain and flank pain. The filter strut perforated throughout the aorta causing intraluminal thrombus. The current status of the patient is unknown.